Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report that a small drop of fluid formed at the tip of the sample probe assembly of the immage immunochemistry system. Customer tightened all of the fittings at the sample probe and the sample syringe. Customer stated that no fluid leaks were found at the sample syringe. The field service engineer (fse) inspected the instrument and observed a slow drip from the sample probe. The fse flushed the probe and replaced the sample syringe, which resolved the issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.